Manufacturer narrative:
Lot #: the customer reported two (2) suspected lot numbers r21d28032 or r20h1027 (invalid). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a clearlink system continu-flo solution set was splitting when pressure was induced using an unspecified IV (intravenous) pump. The set was running with normal saline. The reporter stated that the issue occurred when IV contrast was administered for a computed tomography (CT) scan simulation for radiation therapy treatments. During inspection, a thinner area was observed in the line where it was split. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: the customer reported two (2) suspected lot numbers r21d28032 or r20h1027 (invalid). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a clearlink system continu-flo solution set was splitting when pressure was induced using an unspecified IV (intravenous) pump. The set was running with normal saline. The reporter stated that the issue occurred when IV contrast was administered for a computed tomography (CT) scan simulation for radiation therapy treatments. During inspection, a thinner area was observed in the line where it was split. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction will be made to h6 and h10. H6: type of investigation: b17 will be omitted. H10: the statement "a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed." Will be omitted as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The suspected lot # r21d28032 was manufactured on april 29, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.